Event description:
It was reported that during an anerectoplasty, a flame was noticed coming from the e-sep tip when the electrode was changed. They didn't use the standard electrode that came in the bovie. They switched to the colorado needle electrode, a kirwan surgical product, when this needle was put in, it looked like a lighter every time they pushed coag. Usually they use a plug to eliminate gas coming out, they were unable to do so in this situation, every time they pressed coag, it flickered like a lighter. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during an anorectoplasty, a flame was noticed coming from the e-sep tip when the electrode was changed. They didn't use the standard electrode that came in the bovie. They switched to the colorado needle electrode, a kirwan surgical product, when this needle was put in, it looked like a lighter every time they pushed coag. Usually they use a plug to eliminate gas coming out, they were unable to do so in this situation, every time they pressed coag, it flickered like a lighter. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.